Event description:
It was reported that pump displayed non-resettable malfunction code 24 with associated fault ID 24-0x2219 and no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged shipment of in-warranty replacement pump with current software, confirmed shipping details, provided instructions for placing malfunctioning pump in storage mode and returning it within specified time frame, and advised customer to program pump settings and reconnect continuous glucose monitor on replacement pump.